Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter tilt, filter migration, perforation of the filter struts outside the wall of the inferior vena cava (ivc), filter embedment and inability to retrieve the filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted almost ten years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration of the filter, perforation of the filter struts outside the wall of the ivc, filter is embedded and is unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of two optease retrievable vena cava filters. The indication for the first filter was for a planned spinal surgery in a patient with a history of deep vein thrombosis (dvt) with contraindication to anticoagulation. The first filter was implanted via the right femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately two and a half days later, the patient experienced severe right-sided groin pain. Despite multiple studies that showed no evidence of abnormalities, the patient underwent successful percutaneous retrieval of the filter. The retrieved filter was reported to be intact and without evidence of extravasation. Approximately one year later, the patient was scheduled for a planned orthopedic surgery. Given the patient¿s previous history, another retrievable filter placement was recommended. A second optease retrievable vena cava filter was implanted via the right femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately four months after the second filter implantation, the patient was reported to no longer need the filter. Attempts to remove this filter were complicated by inability to collapse with filter after the hook had been snared due to the hook being attached. After multiple attempts to collapse the filter, the retrieval was abandoned. The patient is reported to have tolerated the procedure well. The patient reported that the filter had tilted and migrated. In addition, filter strut(s) had perforated outside the inferior vena cava (ivc) and the filter was embedded. The patient further reported having experienced continual pain, emotional distress, mental anguish, anxiety and stress associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted approximately four months after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration of the filter, perforation of the filter struts outside the wall of the inferior vena cava (ivc), filter is embedded and is unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records provided, the patient received two optease filters. The indication for the first ivc filter was due to history of deep vein thrombosis (dvt) and contraindication to anticoagulation pending spine surgery. Per the patient¿s implant records, the patient underwent deployment of an optease filter in the infrarenal ivc. The patient tolerated the procedure well and was taken to recovery room in good condition. Although the ivc filter placement was uneventful, approximately two and a half days later, the patient underwent retrieval of that filter, after complaints of severe right-sided pain and as he patient continued to have some right-sided groin pain despite multiple studies that did not show evidence of any abnormalities. Under ultrasound guidance the optease filter was captured and was withdrawn into the ivc. The entire filter was withdrawn into the retrieval sheath and was removed. The ivc filter appeared to be intact. Venography was performed which showed no evidence of extravasation. Approximately a year later, the patient was undergoing an orthopedic procedure, with a history of dvt and contraindication to anticoagulation. As the patient needed to be off coumadin, placement of another retrievable filter was recommended. An ivc filter was advanced to the level of the infrarenal ivc and was deployed in that location. Venography was performed showing good apposition of the walls with the filter. The patient tolerated the procedure well and was taken to recovery room. Approximately four months later, the patient was status post ivc filter with no further need for the ivc filter. A venography was performed, and under fluoroscopy guidance, the physician attempted to collapse the filter, but this was not possible as the hook of the filter was completely attached. After several attempts, the procedure was abandoned. The patient tolerated the procedure well and was taken to recovery room. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four months post implantation. The patient reports perforation of filter strut(s) outside the ivc, migration of entire filter other than to the heart, tilt of the ivc filter, filter embedded in wall of the ivc and device unable to be retrieved. The patient also reports that due to pain, the patient sought retrieval of her first optease ivc filter which was successful. After placement of the second optease ivc filter, tilt, migration of the filter, perforation of the filter struts outside the wall of the ivc and embedment were reported. Due to those complications, the filter was unable to be percutaneously removed about four months post implantation. The patient asserts to continually suffer pain due to these injuries. The patient further reports suffering from filter tilt, migration of the filter, perforation of the filter struts outside the wall of the ivc, embedded filter, device unable to be retrieved and pain post-implant. These injuries have caused emotional distress, mental anguish, anxiety and stress.